Manufacturer narrative:
(B)(4). Batch #: u94d9u. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a coloproctology surgery, the enseal was used for tissue dissection and coagulation. It was observed that during use it locked, but then it instantly unlocked. It continued to be used, but within minutes one of its jaws detached, leaving it unusable. There were no patient consequences.